Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two internal insulation abrasions breaching the ring electrode cable lumen from the distal tip and external insulation abrasion breaching the ring electrode cable lumen from the distal tip. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.